Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, cartridge is not an implanted device. If explanted, give date: not applicable, cartridge is not an implanted device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the insertion of a 1mtec30, the doctor observed a "cellophane-like membrane" on and behind the optic, which could not be removed completely through irrigation and aspiration. However, it disappeared the next day. There was no patient injury. No additional information was provided.